Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 an unspecified number of patient isolates were misidentified or unidentified. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary this complaint is for no-ID and misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4205932. The customer did not return panels but provided phoenix generated lab reports, isolates and binary files for the investigation. The lab reports show salmonella enterica, escherichia coli, alcaligenes faecalis, proteus mirabilis, streptococcus anginosus, burkholderia cepacia complex, and no-ID results when using the complaint batch. Complaint batch 4205932 was not available at the time of investigation and comparable batches were used. The customer returned isolates were verified and labeled as acinetobacter haemolyticus m-5, pseudomonas aeruginosa m-6, p. Mirabilis m-9, e. Coli m-10, e. Coli m-12, e. Coli m-15 and e. Coli m-16 with a bruker maldi biotyper. It is to be noted that a. Haemolyticus is part of the acinetobacter baumannii/calcoaceticus complex. To investigate, retention panels of the comparable batches were tested using customer returned isolates a. Haemolyticus m-5, p. Aeruginosa m-6, p. Mirabilis m-9, e. Coli m-10, e. Coli m-12, e. Coli m-15 and e. Coli m-16 on a phoenix m50 machine and evaluated for identification results. In addition, control panels from the same material but a different batch were tested using customer returned isolates a. Haemolyticus m-5, p. Aeruginosa m-6, p. Mirabilis m-9, e. Coli m-10, e. Coli m-12, e. Coli m-15 and e. Coli m-16 on a phoenix m50 machine and evaluated for identification results. All panels tested returned the correct identification results. This complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 an unspecified number of patient isolates were misidentified or unidentified. No health impact or consequence reported.